Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('part of it has been removed; however a small piece remains embedded in the uterine wall') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 4, multigravida, gestational diabetes, morbid obesity, esophageal spasm, upper abdominal pain, gastroesophageal reflux disease, major depressive disorder, unilateral renal calculus, cervicitis and pelvic adhesions. Previously administered products included for an unreported indication: glyburide. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dyspareunia ("sex with husband is uncomfortable at best and excruciating at the worst"), abdominal distension ("look like 6 month pregnant") and weight loss poor ("not been able to lose any weight") and was found to have a pregnancy with contraceptive device ("my sweet e-babygirl came yesterday at 36+1"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, abdominal pain lower, dyspareunia, pregnancy with contraceptive device, abdominal distension and weight loss poor outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain lower, device breakage, dyspareunia, pelvic pain, pregnancy with contraceptive device and weight loss poor to be related to essure. Concerning the injuries in the case, the following ones were described in patient's social media records: cramping, weight loss poor, dyspareunia, pain concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('part of it has been removed; however a small piece remains embedded in the uterine wall') and premature labour ('e-babygirl born with 36 weeks') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 4, multigravida, gestational diabetes, morbid obesity, esophageal spasm, upper abdominal pain, gastroesophageal reflux disease, major depressive disorder, unilateral renal calculus, cervicitis and pelvic adhesions. Previously administered products included for an unreported indication: glyburide. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dyspareunia ("sex with husband is uncomfortable at best and excruciating at the worst"), premature labour (seriousness criterion medically significant), abdominal distension ("look like 6 month pregnant") and weight loss poor ("not been able to lose any weight") and was found to have a pregnancy with contraceptive device ("my sweet e-babygirl came yesterday at 36+1"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, abdominal pain lower, dyspareunia, pregnancy with contraceptive device, premature labour, abdominal distension and weight loss poor outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal distension, abdominal pain lower, device breakage, dyspareunia, pelvic pain, pregnancy with contraceptive device, premature labour and weight loss poor to be related to essure. Concerning the injuries in the case, the following ones were described in patient's social media records: cramping, weight loss poor, dyspareunia, pain concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: the event 'premature labour' was added in the case. Pregnancy outcome amended to 'live birth; child not healthy'. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dyspareunia ("sex with husband is uncomfortable at best and excruciating at the worst"), abdominal distension ("look like 6 month pregnant") and weight loss poor ("not been able to lose any weight") and was found to have a pregnancy with contraceptive device ("my sweet e-babygirl came yesterday at 36+1"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, pregnancy with contraceptive device, abdominal distension and weight loss poor outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, pelvic pain, pregnancy with contraceptive device and weight loss poor to be related to essure. Concerning the injuries in the case, the following ones were described in patient's social media records: cramping, weight loss poor, dyspareunia, pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('part of it has been removed; however a small piece remains embedded in the uterine wall') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 4, multigravida, gestational diabetes, morbid obesity, esophageal spasm, upper abdominal pain, gastroesophageal reflux disease, major depressive disorder, unilateral renal calculus, cervicitis and pelvic adhesions. Previously administered products included for an unreported indication: glyburide. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dyspareunia ("sex with husband is uncomfortable at best and excruciating at the worst"), abdominal distension ("look like 6 month pregnant") and weight loss poor ("not been able to lose any weight") and was found to have a pregnancy with contraceptive device ("my sweet e-babygirl came yesterday at 36+1"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, abdominal pain lower, dyspareunia, pregnancy with contraceptive device, abdominal distension and weight loss poor outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain lower, device breakage, dyspareunia, pelvic pain, pregnancy with contraceptive device and weight loss poor to be related to essure. Concerning the injuries in the case, the following ones were described in patient's social media records: cramping, weight loss poor, dyspareunia, pain concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received: event part of it has been removed; however a small piece remains embedded in the uterine wall added and made medically significant and intervention required due to surgery." Reporter, medical history and historical drug and auto narrative added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dyspareunia ("sex with husband is uncomfortable at best and excruciating at the worst"), abdominal distension ("look like 6 month pregnant") and weight loss poor ("not been able to lose any weight") and was found to have a pregnancy with contraceptive device ("my sweet e-baby girl came yesterday at 36+1"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, pregnancy with contraceptive device, abdominal distension and weight loss poor outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, pelvic pain, pregnancy with contraceptive device and weight loss poor to be related to essure. Concerning the injuries in the case, the following ones were described in patient's social media records: cramping, weight loss poor, dyspareunia, pain quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-sep-2020: pif received. Case category updated to serious incident. Essure removal reported. New reporter and essure removal details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.